Event description:
It was reported that customer experienced faster battery depletion on pump, with average battery loss of about 10 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and complaint was documented only with no additional action taken by technical support at that time.